Event description:
Husband had unusually high blood p.m. Sugar 524. After rechecking, tried to test meter with control solution. Solution showed meter was reading more than twice as high as solution allowed. Bottle of solution was new, opened only at that time. Husband's medical condition requires watching his level of consciousness, so am very careful not to allow either hypo or hyperglycemia which could mask worsening of neuro condition. Usual doctor was on vacation. Kept testing meter with same results. Was worried about possibly giving too much insulin. Gave him lots of water and retested in 30 mins. Meter was reading even higher. Called supplier of testing supplies. Was told to call during regular office hours. Then called manufacturer of control solution, and explained situation, and my fear of giving wrong dose. Again told to call next day. Called every emergency room in city but was told they can't give medical advice. Husband did not want 911 called. When he developed nausea, I worried it would lead to vomiting and my husband aspirates because he has severe dysphasia. So, finally decided to give 12 units, but only after my husband seemed very sick. The next morning, manufacturer did return call from previous night. When I explained situation, she informed me that several bottles of control solution had accidentally been marked "low" when they were in fact "normal". Was asked to send wrongly marked bottle back to them.